Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins)for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of efficacy since a revision, and was also taking a medicine that caused dry mouth and caused them to drink more water. The patient was using program 2 since july and had increased the voltage some, but struggled to find a balance between discomfort and efficacy. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. Interventions taken included reprogramming and trialing program 3 for two weeks; it was noted they may change back to program 1 per the patient¿s preference. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
The reported revision in this event was previously reported under manufacturer's report (MFR) 3004209178-2017-24876; any additional information related to the revision will be reported under this MFR. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.